Manufacturer narrative:
The actual devices were not returned to the manufacturer to be evaluated. Without the samples to evaluate a thorough investigation could not be performed. No specific conclusions can be drawn. Since the facility has further reported these incidents occurred when using the sets and the pumps for the first time, it is possible that the incidents occurred due to a learning curve and not a deficiency in the reported product. A device history record review was performed for the reported lot. No non-conformances were reported during the manufacture process.

Event description:
As reported by the user facility: had two taxotere reactions in patients over the past week. Both patient's had similar reactions on the 3rd cycle of the drug. Reported feeling hot, skin was flushed and red. One complained of tightness in the chest, the other complained, "she felt like her head would explode." Additional information provided by the facility indicated the product was new to them and they were just starting to use the set. The facility had previously been using a polyethylene lined tubing set to administer taxane chemotherapy drugs, without any reactions. The facility chose to go back to using a polyethylene lined tubing set. It was reported no one suffered any adverse sequela associated with the reported incidents.